Manufacturer narrative:
Visual inspection of the returned device revealed the stylet and wave spring were missing. The valve/handle was loose and not attached to the needle. How/why, not determined statement. Review of the device history records confirmed this lot met mfg requirements prior to shipment. Date report submitted to FDA by MFR: 11/24/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.

Event description:
It was reported the brk needle was inserted into the pt when the turn knob fell off. The physician noted blood leaking from the hub where the knob fell off. The device was removed and there were no consequences to the pt.